Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. Final analysis found that the insulation was abraded at 31.0 cm to 31.2 cm and 36.2 cm to 36.9 cm from the distal tip, exposing the outer coil. The abrasions could have caused the noise problem reported in the field.

Event description:
It was reported that noise was observed in three stored electrograms (segm). The noise caused an atrial noise reversion, an innapropriate mode switch, and it was observed in an segm for supraventricular tachycardia. Pacing impedances and capture thresholds were acceptable and consistent with past measurements. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.